Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two photographs of the complaint event. Photographic inspection noted bleeding at the staple line. Physical inspection and functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on gastric transection, the staple line was inconsistent but some staples were not properly shaped. Once the surgeon opened the jaws of the stapler after firing, the tissue would stick. Then after inspecting the staple line, they observed noticeable bleeding/oozing that was less than 500cc. The staple line was over-sown to complete the case. There was no patient injury.